Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result of 0.14 ng/ml on a (B)(6) year old female patient with palpitations. There was no additional patient information at the time of this report. Return product is available for investigation. Method/ date/ tested/ result/ sample I-stat (B)(6) 2022 10:57 0.14 ng/ml a. I-stat (B)(6) 2022 13:22 0.00 ng/ml b. I-stat (B)(6) 2022 14:09 0.01 ng/ml a. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 714258-00u. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: #(B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aj (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a22015.